Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that he had changed the battery and was able to rewind and prime the pump. However, as soon as he gets to the fill cannula, he gets a motor error. Customer stated that the alarm occurred during basal delivery. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion and prime/a33 tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.